Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire/helical basket was used in a "removal of the ureter stone" procedure (patient age, sex, and weight are unknown). According to the complainant, a functional test was successfully performed during preparation. However, the device was unable to open and close during the procedure. No stone was in the basket when the malfunction occurred. The physician also noticed that "the wire near the handle of the device was detached." The issue was noticed outside the patient. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire/helical basket was used in a "removal of the ureter stone" procedure (patient age, sex, and weight are unknown). According to the complainant, a functional test was successfully performed during preparation. However, the device was unable to open and close during the procedure. No stone was in the basket when the malfunction occurred. The physician also noticed that "the wire near the handle of the device was detached." The issue was noticed outside the patient. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Additional information is unavailable. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Manufacturer narrative:
Evaluation of the returned device found that the handle cannula had separated from the pinch vise inside the handle. The pull wire did not detach. Consequently, the basket was unable to close. There was no torque mark present on the handle cap, which may be an indication that the torque process was not performed during manufacturing. Therefore, the most probable root cause of this complaint is manufacturing.